Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Surgical notes were not provided. Pt factors that may affect the performance of the components such as bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It was reported that the pt was revised due to thigh pain. The stem was noted as being well fixed. The surgeon intended to swap the kinectiv neck to add leg length to the pt's leg. The neck could not be removed, so a new femoral head was exchanged with the same size. No components were removed on the acetabulum side.